Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 1000mcg/ml at 200mcg/day via as implantable pump. The patient¿s medical history included asthma, migraines, hypertension and pacemaker. It was reported a motor stall occurred. There were no withdrawal symptoms. There were no environmental, external or patient factors that may have led or contributed to the issue as the patient stated she did not do anything differently. The diagnostics and troubleshooting performed was pump interrogation, log check and pump refill. On logs motor stall occurred on (B)(6) 2022. The patient came in on (B)(6) 2022 for pump refill and that¿s when healthcare provider saw the motor stall alarm. The motor stall occurred on (B)(6) 2022 and a stopped pump duration exceeded 48hours message occurred on (B)(6) 2022. The actions and interventions taken to resolve the issue was a pump replacement was being scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.